Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page; both knees replaced in 2007 with stryker triathlon. I was 55 and had to retire (xray technologist) they hurt before and after replacement.....and they hurt now. Found out I have ehlers-danlos. I am now 71; and it has been a nightmare! Left knee.